Manufacturer narrative:
(B)(4). G2: foreign: singapore. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the packaging of the femoral implant was found to exhibit physical deformation of the inner and outer packaging material, thus rendering the device difficult to open and unsterile. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h4; h6; h11. Visual evaluation of the provided photos/returned product found the sterile packaging exhibits damage that is visually consistent with thermal damage. Sterility is considered breached. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.